Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "small foci of the normal subcutaneous tissue fluid" and "radial folds".

Event description:
Healthcare professional reports right side "small foci of the normal subcutaneous tissue fluid" and "radial folds". Device remains implanted.

Event description:
Healthcare professional reports right side "small foci of the normal subcutaneous tissue fluid" and "radial folds". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified brown particle materials on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.